Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart xl displayed "device failure, error 1000." There was no patient involvement.